Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a follow-up, interrogation found the device in aai mode with dashes (---) for parameters. The device was reprogrammed to ddd, but when interrogated it reverted to aai mode. Therefore, the device was replaced.